Event description:
Evacuation has been performed for culture [joint effusion]. The knee has doubled in size [joint swelling]. The knee hurt a lot [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011, from three unspecified reporters, a company representative and a male patient (age not provided), initials unknown, with unknown product indication. The patient's medical history was significant for the use of synvisc (hylan g-f 20) in 2009, with good success. On an unspecified date in 2011, the patient initiated treatment with synvisc one (hylan g-f 20) injection, 6 ml, once, in an unspecified knee. The lot number for synvisc one was not provided. It was reported that six hours after the administration of synvisc one, the patient's knee doubled in size and hurt a lot. The following day, he went to the emergency room, where an evacuation was performed for the culture test. He was treated with antibiotics (unspecified) and a lavage was performed under anesthesia. The culture test performed on the fluid appeared to be negative. On an unspecified date, the knee was normal again and the patient recovered from all the events. Synvisc one dose was unchanged. Concomitant medications were not provided. The intensities of the events of "evacuation has been performed for culture", the knee has doubled in size and the knee hurt a lot were assessed as unknown. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.